Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power management board and the issue was resolved.

Event description:
It was reported that the unit would not power on and the power light emitting diodes (led) did not illuminate. There was no patient involvement. Event date not specified; estimate used.